Event description:
Pt admitted to hosp for respiratory distress on sunday. Pt is ventilator dependent at home and ventilation external battery stopped working on saturday. Foster mom replaced battery and ventilation appeared to be functioning normally. On sunday pt having difficulty breathing. Foster mom took him off ventilator and hand bagged him and had him transported to hosp. Update - child did die on friday night at approx midnight. Dx was: viral infection.